Event description:
A (B)(6) male patient contacted zoll customer support to report that the response button would not activate the device. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons do not activate the device) has been confirmed. As received, the response button switches functioned properly. However, upon evaluation, there was evidence of liquid ingress on the j502 connector and rear response button cable. The cause of the inability to activate the device in the field is the liquid ingress on the response button cable. No adverse event resulted from the damaged response button cable. The patient received a replacement monitor.